Event description:
It was reported that the device displayed a frequent primary audible alarm. There was patient involvement. No patient injury or harm.

Manufacturer narrative:
Received one device. Visual inspection found no damage. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.